Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer described an incident where the pulse oximetry values from the uspo2 cable and sensor connected to the ge telemetry were different than what the doctor measured from another device. Additional information received indicated that the patient expired.